Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined and complaint not confirmed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked at the hub. The following information was provided by the initial reporter: material no.: 383511. Batch no.: 8361782. It was reported one 24g catheter leaked at the hub out of the patient's skin. Verbatim: one 24g catheter leaked at hub out of patients skin causing IV to be d/c and re-stick. Lot # 8361782.

Manufacturer narrative:
The following fields have been updated with additional information:

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked at the hub. The following information was provided by the initial reporter: material no.: 383511 batch no.: 8361782 it was reported one 24g catheter leaked at the hub out of the patient's skin. Verbatim: one 24g catheter leaked at hub out of patients skin causing IV to be d/c and re-stick. Lot # 8361782.

Manufacturer narrative:
The following fields have been updated with corrections: g.5. PMA/510(k)#: k183399

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked at the hub. The following information was provided by the initial reporter: material no.: 383511 batch no.: 8361782 it was reported one 24g catheter leaked at the hub out of the patient's skin. Verbatim: one 24g catheter leaked at hub out of patients skin causing IV to be d/c and re-stick. Lot # 8361782.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked at the hub. The following information was provided by the initial reporter: material no.: 383511, batch no.: 8361782. It was reported one 24g catheter leaked at the hub out of the patient's skin. Verbatim: one 24g catheter leaked at hub out of patients skin causing IV to be d/c and re-stick. Lot # 8361782.